Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon replaces this patient¿s hip approximately a year or so ago. The patient had noticed a change in leg length over time and came in for a follow up appointment and xrays revealed the srom sleeve had subsided, loosened at bone to implant inteface and the construct went into slight varus. The surgeon explanted the srom stem, sleeve, and hip ball and implanted a zimmer stem. The only legible lot # was recorded on the sleeve. The lot # of the stem and head were not identified. Doi: a year or so ago; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.